Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the code error is 45639. Issue occurred during the ignition. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes: updated. The suspect device was returned for evaluation. A review of the service history found no repairs related to the reported failure mode. The event history log (ehl) was reviewed, and the customer¿s reported problem could not be replicated in the ehl. Visual tests and functional checks were performed, and the reported issue was able to be duplicated. The root cause was identified as a defective mainboard. The problem was resolved after replacing the mainboard. The device will be returned to the customer once functional and accuracy test results are confirmed to be within specification.